Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was used for a thrombectomy procedure. During procedure, it was noted that a roller pump error occurred. The system was rebooted but still the same error occurred. The procedure was cancelled. No patient complications were reported and patient is well.